Event description:
The residents foot slipped off and then the resident let go?... The resident was then lowered to floor but fractured both femurs. Arjo sling. Injuries listed fractured both femurs, medical attention required. Ni this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).